Event description:
A non-healthcare professional reported that following intraocular lens (iol) implant procedure, patient had blurry vision. The lens was exchanged for an unknown advanced technology intraocular lens (atiol) after the initial implant procedure. The clinical reason was wrong power and misaligned lens. Additional information has been requested and received stating that patient experienced post-operative myopic refractive surprise after implanting a company 19.0 iol while aiming for a -0.25 target.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.